Manufacturer narrative:
H3: product analysis as found condition: the concerto device was returned for within a shipping box, within an opened concerto outer carton, within a res ealable plastic pouch and partially within its introducer sheath with the implant and distal pusher deployed out the sheath. The rebar-18 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. A small amount of blood was found within the introducer sheath. The concerto pusher was found kinked outside the introducer sheath at ~31.0cm from the distal end. The concerto implant coil was found damaged outside of its introducer sheath. The implant was still attached to the pusher and unbroken. Testing/analysis: the concerto was retracted back within the introducer sheath with resistance encountered and could not be advanced back out as it was found stuck. The implant coil could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance at catheter hub include, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, micro catheter damage, or use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub). The returned concerto coil was found damaged, and the pusher was found kinked. Customer reported the device came out of the sheath smoothly during preparation per IFU and reported no damage found during preparation; therefore, it is possible the damage occurred during the attempt to push the coil into the micro catheter hub against the reported resistance. The damages would cause the reported ¿coil resistance/stuck in catheter¿. The likely cause could not be determined. The customer report of ¿premature detachment¿ could not be confirmed. The concerto implant coil was still attached to the pusher and found unbroken. As the rebar-18 micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be assessed. The concerto coil is compatible for use with rebar-18 micro catheter as the rebar-18 has an inner diameter of 0.020¿ minimum). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the embolization of the renal artery, resistance was met during progression when trying to deliver the concerto helix coil. The coil was recaptured and the attempt to deliver it again were unsuccessful as the same resistance was encountered. Upon removing the coil, it was observed that the coil had been released inside the microcatheter. It was noted that the coil was removed by patching the spring. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of renal artery hemorrhage. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Medical or surgical intervention was not needed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Continuous flush was administered during the procedure. The pushwire was not bent or broken. There was friction or difficulty during delivery. There were no attempts to detach the coil and the delivery pusher was not rotated during the procedure. Ancillary devices included rebar 18 catheter (lot: 0230093161), avigo guidewire (lot: d004371).

Event description:
Additional information was received stating that resistance was in the proximal hub. The coil smoothly came out of the introducer sheath. There was no twisting/damage to the coil observed after removal. There was no kink/damage observed in the catheter after removal. In order to complete the procedure, the artery was embolized with a concert spring. The cause of premature coil detachment had not been determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.